Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialyzer. Test strips were used to confirm and the results were negative. The machine alarmed and the estimated blood loss was 250 cc's to 300 cc's. The pt's blood flow rate was 450 ml/min. The pt had no adverse effects and no medical intervention was required. The reporter stated that it may have been a torn fiber in the dialyzer. The reporter saw a small dot size of blood swirling around in the dialyzer. The type of bloodline was near the arterial side. The bloodlines were not reused. The pt completed treatment on a new machine. Sample has been discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.